Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced reagent probe a to resolve the issue. (B)(4).

Event description:
The customer reported receiving erroneous low patient results for multiple chemistries on the unicel dxc 600 pro synchron clinical system. The erroneous low patient results were not reported out of laboratory. There was no affect to patient treatment in connection to event. Quality control was within the laboratory¿s established ranges prior to event.